Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "autofill failure" generated. The iab was removed and a new iab was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the catheter tubing and optical fiber cut and completely separated near the middle. The remaining portion was not returned. Dried blood was observed on the interior and exterior of the catheter - an underwater leak test of the returned portion of the catheter tubing and balloon was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition. However dried blood was observed within the iab. This most likely caused the reported alarm. The evaluation confirms the reported event. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "autofill failure" generated. The iab was removed and a new iab was inserted. There was no reported injury to the patient.